Event description:
The user facility reported that following a diagnostic colonoscopy, the patient experienced abdominal pain. The patient was reportedly admitted to the hospital the same evening, and a CT-scan revealed a thickened colon. The patient reportedly sustained ulcers and colitis in the descending colon. The patient was provided antibiotics, and was hospitalized for six consecutive days. The patient has been discharged. The current condition of the patient is unknown.

Manufacturer narrative:
The colonoscope referenced in this report was returned to olympus for investigation. A baroscope was utilized to examine the internal channels and found evidence of debris and residue inside the suction cylinder. The light guide lens was noted to be chipped, and nicks and dents were observed on the distal end cover. An olympus endoscope support specialist (ess) has visited the user facility and provided in-service training to the hospital staff on how to properly reprocess and maintain the device. The cause of the patient's outcome could not conclusively be determined. However, based upon the findings of the device investigation, insufficient reprocessing appears to have been a likely factor. This report is being submitted as a medical device report in an abundance of caution.